Manufacturer narrative:
Pain is a known potential adverse event of coolsculpting treatment. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report from an ex-coworker of a patient who received coolsculpting treatment to the abdomen and back bra line and presented with prolonged pain in 2018 or 2019. It was reported that it was believed, that the patient experienced pain for several years and had been doing massage therapy or something similar but cannot recall.